Event description:
It was reported that the pulse generator exhibited noise in the ventricular channel. In testing of the leads, sensing and pacing thresholds as well as impedances were found to be satisfactory. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.